Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that patient was hospitalized due to high blood glucose. Customer's blood glucose was 560 mg/dl. The customer was admitted to the hospital. Customer was experiencing the symptoms of nausea, vomiting, ketones. The customer was unable to insert cannula manually, cannula was bent not providing insulin. The customer stayed in the emergency room visit for 5 to 6 hours. The customer was advised that we would send replacement serter.